Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home treated dialysis patient passed away at an unknown time after treatment with an ak 98 machine. At the time of rinse back, a high venous alarm was triggered by the ak 98. The reason for the alarm was not reported. Attempts by the nurse to troubleshoot the venous alarm was unsuccessful. The patient was instructed to perform a manual blood return, however, the blood pump would not turn and the effort was unsuccessful. The patient started to feel dizzy and was instructed to lie down on the floor. The patient´s son reported that the patient's eyes were rolling up in the back of her head and that she was "foaming" from the mouth. The patient became pulseless and 911. Emergency service was dispatched and chest compressions performed on the patient was unsuccessful. At an unknown time, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.